Manufacturer narrative:
A technician observed the sparks from the tether connection of the detector. The faulty component was the root cause for the failure. Part will be replaced accordingly. No impact on patient or operator safety and the system will be monitored for any further events.

Event description:
The technician observed sparks coming from the tether connection of the detector.